Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned and analyzed. The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector. In addition, the proximal conductor was noted distorted at the medial section (27 cm).

Event description:
It was reported that during the implant procedure, attempts were made to position the lead in the right atrium, however, was not possible to extend the helix. The device was not implanted. No patient complications have been reported as a result of this event.